Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, battery out limit and priming anomaly from the insulin pump. The customer's blood glucose reading was 596 mg/dl. The customer gave herself a bolus of 18.7 units with the pump. The customer stated that she received a low battery alarm then a battery out limit and the pump was dead. The customer stated that she changed her infusion set and was stuck in priming the loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the hp test. The customer stated that the test passed. The customer was advised to monitor the pump.